Event description:
Customer reported the beneview monitor displayed intermittent ECG. No patient injury was reported.

Manufacturer narrative:
Company representative repaired cold solder on all connectors. Unit was calibrated and safety tested to factory specifications.